Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. Insulin pump received with minor scratched display window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported a keypad anomaly. The blood glucose reading was 266 mg/dl. The patient stated that the buttons are not responding. The customer does not recall any significant events leading to the event. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.